Event description:
Reportedly, during a follow-up, mutiple warning messages were displayed, stating respectively that a device reset occured on (b)(6 2019, the device was operating in nominal mode and the atp therapies were deactivated. It was reported that the patient underwent a CT on (B)(6) 2019. Preliminary analysis results showed that the device reset was caused by a corruption in device memory, most likely due to a single event upset (seu). Normal device operation has been restored.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up, multiple warning messages were displayed, stating respectively that a device reset occured on (B)(6) 2019, the device was operating in nominal mode and the atp therapies were deactivated. It was reported that the patient underwent act on (B)(6) 2019. Preliminary analysis results showed that the device reset was caused by a corruption in device memory, most likely due to a single event upset (seu). Normal device operation has been restored.